Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and numbness. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.